Event description:
It was reported that the patient was being reprogrammed on the day of report and they lost stimulation from their implantable neurostimulator (ins) after leaning forward. The patient also experienced intermittent stimulation at the location of the lead components. Diagnostic testing and troubleshooting performed included impedances testing and reprogramming. The impedance testing showed out of range values. Specifically, values of <(><<)>10,000 ohms were seen on all electrodes except #4, 10 and 11. It was also noted that there were impedances of <(><<)>50 ohms on electrode #1. The patient wished to have the leads replaced but nothing had been scheduled based on follow up information received. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received from the manufacturer representative (rep) reported that a lead revision/replacement occurred on 2015 (B)(6). Both original leads were removed and replaced. Impedance check prior to surgery showed all 16 contacts greater than 10000 ohms. The implantable pulse generator (ipg) service life was okay but it was replaced to upgrade to a MRI-compatible device. The patient was receiving effective stimulation therapy and the leads would be returned once pathology was finished with their gross exam. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead. Analysis of the lead (serial #: (B)(4)) found the lead body conductors were broken at the titan anchor site; all wires were broken 24 cm from the distal end. Analysis of the lead (serial #: (B)(4)) found the lead body conductors were broken at the titan anchor site; all wires were broken 25 cm from the distal end. Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found the ins was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.